Manufacturer narrative:
(B)(4). Eval results and conclusion: (dilated aortic neck), (endoleak, rupture).

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 62 months ago. Aneurysm and vessel morphology from the time of implant and at the time of the explant procedure were not provided. It was reported that the pt presented to the ER with abdominal and back pain and was taken in for CT eval. The CT revealed there was a posterior rupture of the aneurysm due to a proximal type 1 endoleak from a dilated aortic neck. The exact dimensions of the neck at the time of implant and the time of explant are unk. The decision was made to convert to open repair and explant the stent graft after which a conventional graft was sewn in. The explanted stent graft was discarded by the user facility. No add'l clinical sequelae reported, and the patient is fine.